Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the ventilator shut down during ventilation of a patient. The patient was manually bagged and moved to another ventilator. No harm reported. The event did not cause or contributed to a death or serious injury to a patient the log files confirmed the issue. The teslaspy led alarmed (red led) due to being too close to the MRI during ventilation. An audible alarm sounds. Ventilation continues but without proper monitoring of the device's position in an MRI room. The root cause of the event is deemed to be a user error. No risk to the patient or user, but the fan of the ventilator can be damaged and therefore the device must be replaced with another unit. There was no need for any correction. The unit passed all tests and the device was released back into use.

Event description:
The following was reported to hamilton medical ag: the ventilator displayed "service failure" and shut during patient ventilation in the MRI room. The patient was hand bagged and switched to a different ventilator. There was no report of harm to patient, user or third party.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: the ventilator displayed "service failure" and shut during patient ventilation in the MRI room. The patient was hand bagged and switched to a different ventilator. There was no report of harm to patient, user or third party.